Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system, serial number (B)(6) confirmed the reported mini apical cuff engagement issue. A specific cause for the reported engagement issues could not be conclusively determined through this evaluation. Additionally, evaluation of the returned cuff lock revealed deformation to the cuff lock and cuff lock latch arm that could have contributed to the reported engagement issues. A specific cause for the cuff lock deformation could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable intact. The modular cable was not returned. The sealed outflow graft and the outflow graft bend relief were not returned. The cuff lock had been disengaged prior to the pump¿s return for evaluation. The mini apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions. Visual inspection of the pump rotor and rotor well did not reveal any notable surface scratches or defects. The pump was returned without the mini apical cuff, but with the cuff lock in a retracted position. The cuff lock was able to be placed in the fully retracted position without issue. It was noted that there was minor deformation to the cuff lock arms and the cuff lock latch arm was deformed in an upwards position. Engagement testing was performed on the assembled cuff lock using a test mini apical cuff as the mini apical cuff was not returned. The test mini apical cuff was unable able to be locked into place due to the deformed latch arm. Review of the device history record showed that the cuff lock installed on (B)(6) passed all inspection and testing steps. The lvad (left ventricular assist device) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the lvad assembly device history records showed that the cuff lock installed on (B)(6) passed all inspection and testing steps. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. The IFU provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Section 5 of the IFU, "surgical procedures", states, if the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. This section also provides instructions on how to unlatch the slide lock and states that if the orientation of the pump requires adjustment, use a sterile surgical tool to unlatch the slide lock, if necessary. Section 5 of the IFU, under ¿caution¿, states, if difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. This section also warns that the suture knots should not interfere with the connection, and if a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. Furthermore, section 5 of the IFU also states that ¿during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency.¿ the heartmate 3 mini apical cuff kit IFU in the ¿surgical procedures section, explains how to prepare the mini apical cuff and the apical cuff holder for use. Section ¿directions for use¿ explains how to secure the mini apical cuff to the ventricle. This section also instructs the user that the mini apical cuff should be affixed only by the sew-then-cut method and pledgets should be placed no more than one and a half centimeters from the edge of the felt. Affixing the mini apical cuff using methods other than the prescribed technique can lead to challenges engaging the slide lock mechanism. In addition, this section describes how to insert the pump into the ventricle and provides cautions to help ensure the connection can be made. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was difficulty locking the pump on the mini apical cuff that was sewn to the myocardium. To assess the pump locking mechanism, they took the pump and locked it appropriately on the standard apical cuff that was on the back surgical table. They then used the unlock tool appropriately. They had difficulty unlocking the pump from the standard apical cuff. Once unlocked in the appropriate way, they tried to lock it onto the mini apical cuff and it was noticed that the lock had some bending and would not lock to the cuff again. Pump (B)(6) was exchanged. Another pump was opened and implanted successfully. The patient did not experence any adverse events. The patient was on bypass longer due to the issue. The patient was recovering slowly. The pump was sent for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.